Manufacturer narrative:
Reporter last name: (B)(6).reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6).reporting address postal: (B)(6).reporting address state: (B)(6).reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device had button failure during self-check. There was no patient involvement.